Event description:
It was reported that the device went into back vvi mode. Due to the delivery of hv therapy, noise was noted on the atrial and ventricular leads. Based on ICD analysis lead damage suspected. No therapy had been delivered to the patient before event. The leads remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.